Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that foreign material was found to have come out of the device; however, the type of material and the root cause could not be established. Therefore, a definitive root cause could not be determined. Based on the investigation findings, the most probable cause of the complaint corrosion at the distal end was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object at air/water tube and air/water cylinder and corrosion at distal end. There was no patient involvement.